Manufacturer narrative:
The investigation has just started; results will be provided in a follow-up report.

Event description:
It was reported that the device displayed a "device failure" alarm. Prior to this alarm, "fluid in expiratory valve" messages were displayed despite no fluid was present in the expiratory valve. No health consequences for the patient were reported. The device has no UDI as an UDI was not required at the time the device was manufactured.